Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 15feb2019. The philips field service engineer provided the customer with part information to replace the touchscreen. No parts were returned to philips for failure investigation, therefore, a root cause could not be established.

Event description:
It was reported that the unit had a touchscreen failure. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Report date: 04apr2019. Manufacture date: 28mar2019. The customer reported that they replaced the touchscreen and the issue was resolved: submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.